Manufacturer narrative:
(B)(4). Batch #t5dg8x. Investigation summary: the analysis results showed that one ecr45d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the cartridge was received fully fired.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a sleeve gastrectomy, when using the ecr45d, the blade displaced the tissue with malformed staples, making it necessary to reinforce the stapling line. Surgery was delayed five minutes, but was successfully completed with a different device. No fragments were generated and there were no patient consequences. No other medical intervention was required.